Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit will not alarm at start up.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, however subsequent testing could not verify the complaint of the alarms not functioning. The issue was not able to be duplicated. However, malfunctions were identified during repair: the 4-way valve was stuck, the pe valve was not shifting fully, the pilot valve was defective, and the muffler housing/barb was cracked.

Event description:
The provider states the unit will not alarm at start up.